Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that impedance testing showed high impedances of greater than 10,000 on electrodes 0 and 1. Reprogramming was performed without using the 0 and 1 electrode. It was noted that the patient had not been getting satisfactory pain relief from her device. The patient stated that the coverage was actually better with the new programming and it appeared to be successful. All painful areas were covered with the new programming. The cause of the issue was not determined but the issue was resolved. At the time of the report the patient was alive with no injury.